Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specification's at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 08/29/2017 with the following findings: review of the black box revealed records of motor rewind errors (078-0008). On investigation, the pump powered on and during the rewind procedure, the alleged motor error and alarm 064 was consistently replicated. Investigation duplicated the complaint. The pump was opened for further investigation and revealed moisture corrosion on the motor drive (also reference medwatch report # 2531779-2017-14791.)

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that there was a call service 078 alarm this complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.